Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of a 45.4mm abdominal aortic aneurysm. It was reported during the index procedure when the main body was implanted below the renal artery, visual measure of target position was mistaken, causing the proximal edge of stent graft to cover 90% or more of the left lower renal artery. The patient has not and will not receive treatment. As per the physician, the cause of the event was user error, this was a procedure with a short landing length. When the physician barely managed to attempt to implant, the renal artery was covered. No additional clinical sequelae were reported. The patient is alive with no injury.